Event description:
It was reported there was a 1 hour delay in surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation performed by the complaint handling unit visual inspection of the returned device revealed the complete threaded part of the connection screw was broken off and stuck in the dhs (dynamic hip system) screw. The measurable dimensions of the connecting screw were checked as far as possible and found to be in compliance with the technical drawings and specification. As the threaded part of the connecting screw is stuck in the dhs/dhs screw not all dimensions could be verified. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standards. The fracture face is homogenous, which indicates material conformity as well. The connecting screw in question was manufactured in february 2011 with a lot size of 83 pieces and we are not aware of any other complaint for this article- and lot number. The fracture face indicates that the screw broke due to a ductile forced fracture mechanism. This is indicative of either too much lateral stress was applied and/or the connecting screw was not fully tightened. The technique guide (art. 036.000.255) addressed this scenario on page 19 as follows: warning: to avoid damaging the instruments and the implant, tighten the connecting screw securely. The complaint was determined to be indeterminate. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on 11th november 2013; that during the unknown surgery on (B)(6) 2013 the connecting screw broke during the surgery, the other part stayed in the screw; no part stayed in the patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument the device has been received and is currently in the evaluation process. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint. Placeholder.